Event description:
It was reported that piece of the sheath peeled off while attempting to retrieve a stone from the pt's ureter. The fragment was removed immediately without further complications.

Manufacturer narrative:
No sample was returned for evaluation. The device history record was reviewed for the lot number provided and found nothing that could have caused or contributed to the reported event. The instructions for use states in the precautions section: "do not allow the device to come in contact with any electrified instrument. Do not allow the device to be directly fired upon by any lithotripsy device. To do so may damage the device and could result in pt injury. Potential complications that may result from the use of a basket in an endoscopic urological procedure include, but are not limited to: perforation, evulsion, edema, entrapment, basket inversion, hemorrhage, inability to disengage from irretrievable object". (B)(4).